Manufacturer narrative:
Please note a correction was made to: 1.section b. Box 5. Describe event or problem. This report is associated with MFR report number: 3005168196-2019-01710.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery (sga) using a pod5 and lantern delivery microcatheters (lanterns). During preparation for the procedure, a lantern (f85569) was found to be kinked approximately 30 cm from the proximal end upon removal from packaging. The damage to the lantern was found prior to use, and therefore, it was not used in the procedure. During the procedure, the physician successfully placed one pod5 and two ruby coils in the target vessel using another lantern. While advancing a pod5 just beyond the hub of the lantern, the physician experienced resistance; therefore, the lantern containing the pod5 was removed. It was reported that there was no noted damage to the lantern after removal. However, flushing the lantern did not resolve the incident and therefore, it was not used for the remainder of the procedure. The procedure was completed using another pod5, three ruby coils, and a third lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01710.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery (sga) using a pod5 and lantern delivery microcatheters (lanterns). During preparation for the procedure, a lantern (f85569) was found to be kinked approximately 30 cm from the proximal end upon removal from packaging. The damage to the lantern was found prior to use, and therefore, it was not used in the procedure. During the procedure, the physician successfully placed one pod and two ruby coils in the target vessel using another lantern (unknown lot number). While advancing a pod5 just beyond the hub of the lantern, the physician experienced resistance; therefore, the lantern containing the pod5 was removed. It was reported that there was no noted damage to the lantern after removal. However, flushing the lantern did not resolve the incident and therefore, it was not used for the remainder of the procedure. The procedure was completed using another pod5, three ruby coils, and a third lantern. There was no report of an adverse effect to the patient.